Manufacturer narrative:
The complaint device was returned for evaluation. Although there was no reported device malfunction/issue, as a conservative measure, the device was visually inspected; no device damage/issues were identified. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported air embolism could not be determined. Air embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances, as aspiration was performed to remove the air bubble from the left atrium. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report an air embolism. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were successfully implanted without issues. A third clip was inserted and advanced into the left atrium (la). However, at this time, the echocardiologist recognized a bubble moving in the la. The physician decided to remove the clip delivery system (cds) and perform aspiration. A 9f sheath was inserted and the bubble was successfully aspirated. An additional clip then inserted and successfully deployed, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.